Event description:
Procedure: vats/lobectomy. According to the reporter: the stapler was closed onto the pulmonary artery and would not open after firing. The incision was extended approx 2 inches to manually open the jaws and the procedure was completed with another instrument.

Manufacturer narrative:
Initial report sent to FDA on 9/28/2007.